Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent gynecological procedure and mesh was implanted due to cystocele, rectocele and paravaginal defects. It was reported that the patient underwent evacuation of hematoma, removal of mesh and irrigation of pelvic cavity and cultures and placement of penrose drain vaginally on (B)(6) 2007, due to hematoma and infected synthetic mesh. It was reported that the patient underwent reopening of vaginal wound with irrigation, cultures and cystoscopy on (B)(6) 2007, due to pelvic hematoma and abscess.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent anterior vaginal repair and cystoscopy due to cystocele, rectocele, uterine prolapse and sui.